Event description:
Patient underwent aspiration arthrogram, which revealed loose femoral and tibial components of her left total knee arthroplasty. Patient feels surgical management is the best option: proceed with revision left total knee arthroplasty.